Manufacturer narrative:
The fse replaced the suspect drive manifold and retested the unit without any additional failures or errors. The fse also replaced the safety disk then completed pm service. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the all manifolds leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact :(B)(6), biomedical engineer.